Manufacturer narrative:
This device is intended for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the locking clip was knocked off during the case and they continued to ream without replacing the locking clip. The tip of the drive shaft engaged with the reaming head broke during the reaming process. The damage to the instrument occurred late in the reaming and bone graft harvesting procedure. The rest of the surgical case was not affected by the incident. There was no impact to the surgery time. This is report 1 of 2 for file (B)(4). This report is for the unknown broken tool.